Event description:
It was reported that the patient experienced driveline disconnect and pump off alarms. The patient had reported confusion and sleep walking, and they did not recall the alarms occurring. Log file analysis captured several no external power events on (B)(6) 2022. A no external power event occurred at 00:06 due to both power leads being disconnected; the backup battery was enabled until power was restored via battery power. A driveline disconnect was captured at 00:16; the driveline was reconnected at 00:20. An additional no external power alarm caused by both power cables being disconnected was captured at 00:21 until one battery was connected several seconds later. More no external power events caused by both power cables being disconnected were noted between 23:24 and 23:25 and also on (B)(6) 2022 at 01:02; the backup battery was enabled until power was restored via battery power. Related system controller MFR #: 2916596-2022-13642.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported driveline disconnect and ensuing system stoppage. The controller event log file captured driveline disconnect alarms starting on (B)(6) 2022 at 00:16:50 when the driveline was disconnected from the controller. The pump was off for approximately 3.5 minutes before the controller was reconnected and the pump ramped back up to speed at 00:20:22. Com a, com b, low pump current, power a broken, power b broken, low flow, and low speed faults were captured during this event. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for mlp-009784 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 03jan2019. The heartmate 3 lvas IFU (rev. C) is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook (rev. D) is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.